Event description:
It was reported that the sump tubes with enfit connection had a smaller internal diameter than the tubes they had previously received. The nurses have stated that they were having a hard time getting adequate suction due to the smaller size and as a result the tubes were getting clogged when there were large food particles and/or pill particles in the gastric contents. This was a common occurrence in the emergency department and for patient's going emergently to the operating room.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. The sample photos show three different angles of the enfit connector from the front and side. No noticeable defects were visible from the photos provided. A potential root cause for this reported failure could be "incorrect design of diameter at the end of the lumen (luer syringe) incorrect." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Attach medication port side to side "c". 2. Turn valve to position one and attach ng tube to side b. 3. Attach suction tube to side "a" if suction is desired. 4. To administer medication, remove cap. Attach syringe to sideport, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. 5. Return valve to position one when complete to avoid leakage." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sump tubes with enfit connection had a smaller internal diameter than the tubes they had previously received. The nurses have stated that they were having a hard time getting adequate suction due to the smaller size and as a result the tubes were getting clogged when there were large food particles and/or pill particles in the gastric contents. This was a common occurrence in the emergency department and for patient's going emergently to the operating room.